Manufacturer narrative:
A replacement glidescope titanium lopro t4 reusable laryngoscope was provided to the customer and the reported lopro t4 used during the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned device and was able to confirm the reported issue. When initially connecting the customer's lopro t4 to verathon's test equipment, it produced a normal image; however, the device loses video signal when manipulating the connection between the laryngoscope and cable, resulting in the test monitor ceasing to recognize the lopro t4 being attached. Visual inspection identified damage to the lopro t4 connector plastic housing and corrosion on the connector pins. The customer's lopro t4 failed verathon's device functionality testing. The glidescope video laryngoscopes operations and maintenance manual (omm) notes, "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Furthermore, the glidescope and gliderite products reprocessing manual states: "use hospital-grade clean air to blow remaining moisture out of the connectors, and then dry the component using either hospital-grade clean air or a clean, lint-free cloth." It is likely that not blowing out the connector with hospital-grade air or drying the connector with a clean, lint-free cloth may have caused or contributed to the corrosion in the laryngoscope's connector. Verathon followed up with the customer and restated the importance of checking the device before its use in a procedure and drying the connectors following the reprocessing of the laryngoscope. Upon completion of verathon's device evaluation, the lopro t4 was scrapped due to the customer already being provided a replacement and there being no repairs available for the device. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope titanium lopro t4 reusable laryngoscope, they experienced short ciruit issues. No delay in procedure, use of a backup device, or harm to the patient was reported. During verathon's evaluation of the customer's returned device, it was found that the device initially produced a normal image; however, it loses video signal when manipulating the connection between the laryngoscope and cable, resulting in the test monitor ceasing to recognize the lopro t4 being attached.